Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet with a reported blood glucose of 234 mg/dl using an inset 23" infusion set, initially placed on the right buttock, consistent with an obstruction of flow associated with the connector/coupler. After guided troubleshooting a full supply change with a new lot and a new infusion site on the outer thigh resolved the alerts. Symptoms included hyperglycemia, with blood glucose subsequently decreasing to 220 mg/dl after resolution. Outcomes included no health consequences or impact. Customer care provided support that included a dry run, step-by-step supply change and site reinsertion, and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation problem contributing to flow obstruction at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.